Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged the patient experienced a blood glucose of at least 600mg/dl, with polydipsia, and chest pain, associated with an alleged inaccurate delivery issue. Reportedly, the patient remained on the pump, and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was revealed the basal delivery totals in total daily dose matched the active basal program total or were as expected. The basal history matched the active basal program settings. The pump was not calculating the recommended bolus totals correctly. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with an inaccurate delivery issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01-dec-2017 with the following findings: a review of the black box showed an unexplained power on reset event with deliveries never resumed. The last bolus delivery was a 17.95 unit ezcarb normal bolus. The pump was run for 24 hours at a 2 unit per hour basal rate and at the end of testing the basal history correctly showed 2 units and the total daily dose showed 48 units. The total daily dose added up correctly and reflected the user's programmed basal rates. The pump passed delivery accuracy testing with no delivery defects. The pump was delivering within the required range and delivering accurately. No alarms occurred during testing. The history settings issue was unable to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.